Event description:
It was reported that when using the pyxis medbank system, there was a drawer failure, unable to open. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a bad board. A field service engineer replaced the drawer board and controller board and reconfigured both the drawers. A field service engineer confirmed that there was a delay in dispensing medication to the patients. The system functioned as intended after the field service engineer troubleshooted the device.